Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
A patient experienced a dislocation due to a loose proximal body of the revive stem, potentially caused by a backed-out assembly screw and locking cap. Revision surgery was performed, replacing all components except for the distal stem. Additional implants used included two 9x20 spacers, a low offset humeral tray, and a 36+9 poly insert.